Event description:
Gas sample line was missing when they were setting up room, at the cuff, after the cap (lot #006d). Gas sample line came off at the cuff after the luer cap during a case by dr. (Lor#unk). The hose has holes in the expiratory side (lor#unk).